Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed an internal clock comparison error. The customer¿s blood glucose during the incident was 81 mg/dl. They had received a new battery cap but it does not work. The insulin pump had a black circle on the display. They are unable to clear the alarm. Unable to perform self-test because the device was not responding. The buttons were not responding. The time clock was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on act button. The keypad connector was inspected and was locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no rtc/internal clock comparison error alarm and missing segments/partial display noted. Pump received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.